Manufacturer narrative:
D9: yes, 04/13/2021 h3: yes investigation conclusion: retained and returned devices from the reported lot number were tested with qc cut-off standards (25 miu/ml) and high-hcg clinical urine samples (205.7-222.1 iu/ml). The results were read at 3 minutes and all devices yielded the expected positive results. No false negative results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of either retention or returned product. However, case details indicate that a timer was not used when reading the results. It is important to ensure that results are read at the appropriate read time to ensure accurate results. Per the package insert, a timer is required. Complaints are tracked and trended on a monthly basis. Per the package insert, false negative results may occur when the levels of hcg are below the sensitivity level of the test. When pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested.

Manufacturer narrative:
Results pending the completion of the investigation.

Event description:
The customer reported 7 false negative results when using the medline hcg urine dipstick. One confirmatory venous blood draw result of greater than 1000 miu/ml with an unknown methodology was provided. It is unclear if this confirmatory result applies to one or all of the 7 false negatives reported. There were no adverse events and the customer was not willing to share any further details.